Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(6) 2014. Dexcom has issued a rga for patient to return the device to be investigated. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.